Event description:
It was reported to philips that the device does not pass the operation check. No patient involvement reported.

Manufacturer narrative:
The customer received remote support from the customer care solution center. It was determined that the battery needed replacement. The customer was given part number and pricing for a replacement battery. The device remains at the customer site and no further evaluation is required at this time.